Manufacturer narrative:
(B)(4). Investigation: the donation bag and its leukoreduction filter were received for investigation. Blood from the donation bag was filtered and blood aggregates were observed. The leukoreduction filter was tested for flow rate and air leaks. A slow flow rate was observed of approximately 5ml/min and it was confirmed that there were no air leaks. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Root cause: the root cause for the leukoreduction failure could not be determined. Leukocyte leakage is commonly caused by the following factors: characteristics of blood - there is a possibility of leukocyte leakage due to blood characteristics of donors. Pressure loaded on filter membranes - when a physical stress on filter membranes is greater than expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit (B)(4).